Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the flexible drive cable was cut and the end connection was coming apart. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.